Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. The helix was clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During implant while positioning the atrial lead, the set screw would not hold. The lead was explanted and replaced. The patient is doing well.